Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the implantable neurostimulator (ins) was faulty. The patient was having the ins relocated from right to left and the hcp was unable to unscrew the ins from the tined lead. The troubleshooting performed was that they used both a ratchet screwdriver and also a standard screwdriver. The intervention taken to resolve the issue was that another ins and lead were used and the issue was resolved. The ins would be returned for analysis to determine if the connection was faulty. The patient status was alive with no injury.

Event description:
Additional information received from the healthcare provider reported that the lead was able to be disconnected from the implantable neurostimulator during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.